Event description:
It was reported that the pcu had displayed a system error. The event around 1000 with the patient controlled analgesia pump module showing a system error and flashing red. The syringe appeared empty and the device was turned off. The pump module was turned back on and a new syringe was placed in the pump module and programmed. The pump module was no longer showing the number of attempts, doses given, volume infused. There was patient involvement but no harm. The customer later provided the following additional information: the event occurred on (B)(6) 2025 and the infusion was ordered for a basal rate of 0.1mg/hr. The bolus dose was 0.2mg and had a one hour dose limit of 0.8mg. The device just displayed "system error" and was flashing red.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, concomitant med prod data. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu had displayed a system error was confirmed through a review of the logs. The event date was reported as 17 december 2025; time was not reported. The suspect pcu error log showed 10 (ten) error codes 800.8000 on (B)(6) 2025 at 11:20 pm. The error code 800.8000 indicates a software fault. A review of the pcu event log showed no record of the malfunction. The system logs were provided to bd software engineering for analysis to determine the 800.8000.0 (general os failure) error. Software engineering determined the system error is caused by a software anomaly that occurs when the pca dose is requested. Documentation of this issue can be found in tracker (B)(4). The pcu event log was used to recreate the programming parameters present at the time of the event in an attempt to reproduce the system error. Multiple dose requests were made in an attempt to recreate the reported issue where the dose request button was pressed multiple times; however, none successfully reproduced the reported error. Preventative maintenance (pm) testing was performed on the suspect pcu s/n (B)(6). The asm pm task was completed successfully without any observed errors or malfunctions. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per tracker (B)(4), to exit the system error state, the user should press the "system on" button to power off the device. When the pcu is powered on again, infusion can be re-programmed. When exiting the system error state, all ongoing infusions are interrupted and have to be reprogrammed. Root cause: the root cause of the reported pcu system error was determined to be a pca dose request occurring while a channel status on the pcu main screen was changing. Tracker 17872 determined this to be a software design problem. This type of error is classified by the software as an ¿invalid memory access,¿ and the 800.000 error code is logged in the pcu¿s error log. Note that this report lists imdrf annex a0509, g0405206, c07, d15, a1801, g04037, c0601, g02017, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had displayed a system error. The event around 1000 with the patient controlled analgesia pump module showing a system error and flashing red. The syringe appeared empty and the device was turned off. The pump module was turned back on and a new syringe was placed in the pump module and programmed. The pump module was no longer showing the number of attempts, doses given, volume infused. There was patient involvement but no harm. The customer later provided the following additional information: the event occurred on (B)(6) 2025 and the infusion was ordered for a basal rate of 0.1mg/hr. The bolus dose was 0.2mg and had a one hour dose limit of 0.8mg. The device just displayed "system error" and was flashing red.